Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The field service engineer spoke with hospital it representatives and able to get the station on network settings and rectified the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system is in disconnected mode. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.